Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope foreign objects on the k-wire of the forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, forceps elevator wire has foreign objects due to cause could not be determine. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.